Manufacturer narrative:
An event regarding instability resulting in revision surgery involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: the inferior surface of the insert has impression markings from the baseplate as well as evidence of some explantation damage. The superior bearing surfaces has some polishing and abrasive wear which is consistent with in vivo use. There is evidence of more explantation damage on the anterior face and superior bearing surface. Medical records received and evaluation: medical review indicates that: multiple component malposition has contributed to instability in the knee joint with additional problems in the pf joint due to the femoral component malposition. All problems, facts and findings as reported are consistent with each other and are all related to femoral as well as tibial component malposition. Because the surgeon is responsible for optimal component placement, root cause of failure is procedure-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the information provided revision surgery took place due to instability and revision to a triathlon ts knee took place. Medical review completed indicates multiple component malposition (baseplate and femoral components) has contributed to instability in the knee joint. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised triathlon total knee due to patient complaint of instability. Patient had primary done as a bilateral replacement in 2014. All left implants were removed and revised to a triathlon ts.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revised triathlon total knee due to patient complaint of instability. Patient had primary done as a bilateral replacement in 2014. All left implants were removed and revised to a triathlon ts.